Event description:
Patient states every time she dials the dose (on the lantus solostar pen) and tries to push to get the dose, she can't push the button. Dose, frequency and route used: inject 5 to 20 units at bedtime. Therapy dates: (B)(6) 2011 to present.